Event description:
Same case as MDR ID # 2134265-2014-00034 and 2134265-2014-00035. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The 80% stenosed target lesion is located in the non-calcified and non-tortuous right coronary artery (rca). During a right coronary artery (rca) angioplasty, the mdu was used in conjunction with atlantis sr pro imaging catheter to visualize the lesion. It was noted that the mdu was not pulling back. Manual pullback was performed twice to complete the procedure. No patient injury or complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received with a missing pullback gear in the assembly clutch. Functional test was not performed because problem was confirmed by visual inspection. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. Since the assembly clutch which cause the problem is the original assembled on june 16, 2008 (more than 2 years old), the root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-00034 and 2134265-2014-00035. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The 80% stenosed target lesion is located in the non-calcified and non-tortuous right coronary artery (rca). During a right coronary artery (rca) angioplasty, the mdu was used in conjunction with atlantis¿ sr pro imaging catheter to visualize the lesion. It was noted that the mdu was not pulling back. Manual pullback was performed twice to complete the procedure. No patient injury or complications reported and the patient's status was stable.